Event description:
Event description guidant received information that this implantable transvenous defibrillation lead, and non-guidant atrial lead exhibited 9000 episodes on both the right atrial (ra) and ventricular (rv) channels, but not on the shock channel. The pacing impedance measurements have been 500, 1200, < 200 ohms. The shock impedance is stable around 50 amd the ra pacing impedance is 690 and stable. Three months prior, the electrograms were clean and there were no inappropriate issues. The patient isn't pacemaker dependent. An x-ray revealed that the right atrial (ra) lead was behind the right ventricular (rv) lead and there is stripped insulation. The conductor coils looked intact. The lead will be replaced. No adverse patient effects were reported. Guidant received subsequent information that the pacing impedance measurements were greater than 3000 ohms and subsequently the lead was explanted.